Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Transeptal puncture was performed with a versacross connect. The versacross connected was exchanged for a faradrive steerable sheath clear. During aspiration of the sheath lumen, air was drawn in intermittently. No leak was observed. No patient complications occurred. The procedure was completed successfully using another faradrive steerable sheath clear. The product is not expected to return as it was discarded.